Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A conclusion has yet to be established as the investigation is incomplete.

Event description:
It was reported that during an pulse field ablation procedure involving a farawave catheter, the patient experienced a cardiac tamponade. The anesthesia team noted low blood pressure from baseline as they were treating the right superior pulmonary vein (rspv). Doctor checked for effusion with ice and noted a minor effusion but still good lv pressure. Continued with procedure and completed pulmonary vein isolation, then checked effusion again with ice. Effusion had progressed so protamine was given, and effusion was monitored for 20 minutes with echocardiogram, checking every 5 minutes. Effusion did not progress further and did not need to be tapped. No additional intervention needed. Patient was admitted to hospital beyond the standard of care. A possible perforation at some point in procedure, is suspected with the catheter or rosen wire. No resistance felt while maneuvering any catheters. Unfortunately, product is not long available for return, it was disposed.